Manufacturer narrative:
On march 11, 2026, mentor became aware that the devices were inadvertently discarded and hence, not available for return. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right rupture. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. D4: UDI: as the lot, serial number, and corresponding expiration date for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 55-year-old caucasian female patient underwent primary breast augmentation with unknown size unknown gel implants and experienced breast implant rupture on her right side postoperatively. The patient underwent bilateral replacement surgery with serial numbers (B)(6) on the left side, and number (B)(6) on the right side on (B)(6) 2026.

Manufacturer narrative:
On march 10, 2026, mentor became aware regarding device details and that the patient also experienced bilateral ptosis and asymmetry in addition to right rupture. Corresponding fields below have been updated on this form: - field d1 for brand name has been updated to "mentor memorygel breast implant" - field d4 for catalog number has been updated to "3507405mc" - lot number "6808394"has been added to field d4 - field d4 for unique identifier( UDI) has been updated to "(B)(4)" d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture, ptosis and asymmetry this supplemental report is for the patient¿s right-sided device. Left side complication is being reported separately. Manufacturer¿s reference number: (B)(4).